Event description:
It was reported that the pt may have an infection because her incision site is red and "puffy". She was also confused as to how to use the pt programmer. Further info was requested from the healthcare professional.